Event description:
It was reported that the implantable cardiac defibrillator (ICD) battery depleted in less than five years. "Pre egm storage was programmed on." The ICD was explanted and replaced. No patient complications were noted as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the device was returned and analyzed. The device had normal battery depletion and meets expected longevity.